Manufacturer narrative:
The insulin pump alarmed motor error during the rewind process due to encoder signal out of phase. The displacement test could not be performed due to motor anomaly. The drive support disk had no anomaly. The insulin pump was received with minor scratches on the lcd window. The insulin pump was received with cracked case, cracked reservoir tube window corners, broken belt clip slot and cracked battery tube threads.

Event description:
Customer reported via phone call motor error message on the insulin pump. Customer's blood glucose reading was 166 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer reported the drive support cap is flush. Customer was advised to zero out the basal rates. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.